Event description:
On 11/28/97 insertion of right portacath 3/3/97 admitted to hospital, pt was placed on telemetry and found to have runs of ventricular tachycardia, attempted removal of portacath piece via heart on 3/3/97 and 3/4/97 and 3/10/97 without success. 3/11/97 sternotomy, right atriotomy right removal of catheter tip, removal of portacath.